Event description:
Event description guidant received information that the lead safety switch was triggered on this patient's pacemaker due to low impedance measurements from this right ventricular lead. The lead was removed from service and replaced without further incident.